Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in emergency room for chest pain and trouble breathing, pauses were noted on telemetry. Occasional no right ventricular capture in the setting of complete heart block was also observed. Upon interrogation, pacing inhibition was observed and all the lead measurements are within normal limits. The recommended programming changes were made. The patient was stable.